Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via company representative (rep) on may 6th 2016 stating that there was a power on reset (por) that occurred on (B)(6) 2016. Diagnostic efforts included interrogating the patient's device and reset the date and time. They also reprogrammed scs coverage. Interventions included reading the implantable pulse generator (ipg), clearing the por, and reprogramming. The issue was resolved at the time of report. There were no related symptoms reported, and the indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.